Event description:
The user of the tablet reported that it was not believed that the device had been dropped, and the reason for the cracked screen was unclear. An analysis was performed on the returned tablet, and the reported allegation was verified. A visual inspection of the tablet verified that the display was cracked. Also during the analysis, it was identified that the tablet would not power on. The cause for the anomaly is associated with the power button being installed upside-down. As a result, when the power button was pressed, the post on the power button was striking the power board led and not the on/off switch, preventing the tablet from powering on. Based on this information, it appears that the button was likely accidently removed while in the field, which may have been a result of potentially dropping the tablet or pulling up on the power button. Once the power button was removed and reinstalled, no further anomalies associated with the tablet were identified during the analysis.

Event description:
It was reported that the tablet device was shattered due to unknown reasons. The tablet device has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
The initial report inadvertently did not report the following: it was reported that the user did not believe that the device had been dropped, and the reason for the cracked screen was unclear. Device failure occurred, but did not cause or contribute to a death or serious injury.